Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthma and inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging of asthma and inflammatory response. There was no report of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously this report was reported as uno report. But this report is associated with a rep dreamstation auto CPAP device. So, this report should be reported as non-uno. "Describe event or problem" section has been updated with non-uno verbiage. "Problem code grid" section has been updated/corrected. This is a non-uno device. Hence, recall number which was provided in the previous report stands incorrect.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a rep dream station auto CPAP. The patient reported asthma and inflammatory response. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, during the evaluation, secondary findings was observed and there was 2 error code presents. The third-party service center concludes that device was repaired. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.